Event description:
During the laser treatment of the pt's nose for rosacea, the pt received one divot mark on each side of the nose that have cleared. A third divot, approx 5mm x 5mm on the top of the septor on the nose has not cleared and may remain as a scar.